Event description:
It was reported by the customer that the device had a alarm - error codes / messages. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assy for error check IV set, door assy damaged top right side, rear case housing assy crack upper well. A review of the device history record showed the device had a manufacture date of (B)(6)2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was involved in a production failure which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor- 12 pack. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for pressure sensors. (B)(4) for damaged sear. (B)(4) for iui damages.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a alarm - error codes / messages. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted, with failure investigation results, should the device be received for evaluation.

Event description:
It was reported by the customer, that the device had a alarm error codes messages. There was no additional information provided. And no patient involvement.